Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# va14app, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va14app, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturers' representative. It was reported that the patient continued to have tightening and the surgeon moved the battery higher and removed scar tissue along tunneled pathway.

Manufacturer narrative:
This event is now being reported for serious injury due to surgical intervention. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2016, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2016, product type extension; product ID 3387s-40, lot # va14app, implanted: (B)(6) 2016, product type lead; product ID 3387s-40, lot # va14app, implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient felt tightness where the lead goes up the right side of her neck. The sensation of tightness increases as the patient stretches her neck to a normal position. The patient stated that she noticed the issue right away within the first week. Follow-up revealed that the patient contacted her health care provider (hcp) and was told that nothing would be done as another surgery would needed to correct the issue; the patient and hcp are waiting to replace the ins before addressing the need for another surgery. The patient also noted that the tightness is extremely bothersome and she cannot focus on the intended results because of the constant pulling. A patient reported via a manufacturer representative (rep) that the extensions feel tight and are causing discomfort and headaches. There were no environmental factors that lead to this. The rep reported tension/tautness of the extension, the rep noted bow-stringing of extension in the neck-chest area. The rep plans to meet with the surgeon to discuss surgical fix, it is unknown if surgical intervention is planned at the time of this report. The indication for use is unknown. Additional information was received from a patient. It was reported that he patient was still feeling extreme tightness going up her neck that is really uncomfortable from behind her ear and downward. The patient is seeing her health care provider (hcp) on monday, but it was stated that the hcp does not usually perform revisions until the battery needs to be replaced. The patient also reported that when she straightens in an upward position, you can see the lead pulling. The issue was reported to have been occurring since a month following implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.